Manufacturer narrative:
This report is submitted september 7, 2018.

Event description:
Per the clinic, the patient experienced pain resulting in the decision to remove the internal magnet on (B)(6) 2017. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
It was reported that the receiver/stimulator was explanted on (B)(6) 2018.